Event description:
This senior medical affairs specialist reviewed the info the patient/lay person gave to a customer care advocate's (cca's). The patient alleged that his onetouch ultra meter prompted apply sample although the blood sample reportedly was drawn into the test strips. The issue was not resolved through troubleshooting. The patient reported the following: late in the evening of late 2008, the issue began. He allegedly had no symptoms. The next day in the morning, the patient was urinating frequently. The patient continued taking his usual doses of novalog (10 units) and lantus (40 units) insulin. It is not clear how frequently he injects novalog. At 6pm on 12/14, the patient tested on a relative's meter, result 360 mg/dl. The patient did not indicate whether he injected additional insulin after obtaining the result. The cca replaced the meter, strips, and control. The complaint is classified as an MDR due to the patient stating he developed frequent urination, a symptom that can be associated with hyperglycemia and after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.